Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and could not confirm the alarm issue. The clinical audit logs for the dates/times relevant to the investigation were not available. The engineer was unable to provide their analysis findings as we are unable to confirm the issue with the missing logs. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the alarms were silenced at the central station without clinician input. Nurses indicated no one at the central station silenced the alarms or touched the mouse, yet the alarms auto-silenced, per the customer. The customer's alarm configuration was unknown at the time of this assessment. Good faith efforts are ongoing.

Manufacturer narrative:
As part of a preliminary hazard analysis (pha) performed by risk management and medical safety teams, this investigation was determined to be in need of review and update as needed. A supplemental report was deemed necessary. This report has been created with reference to mfg report # 1218950-2024-00626. The follow corrections have been made based on current information available: box a: patient information. Box b: adverse event/product problem. Box d: product brand name, model number, product UDI. Box g: report source. Box h: manufacture date. Analysis was performed a philips field engineer which included functional testing and communication. The results of the analysis could not confirm the alarm issue. The clinical audit logs for the dates/times relevant to the investigation were not available. Based on the results of the analysis, the product malfunction was unable to be confirmed. Functional testing confirmed the system was working as intended during evaluation; however, the engineer was unable to provide their analysis findings as we are unable to confirm the issue with the missing logs. The cause of the issue remains unknown. A review of the service history for this device shows the problem has not been reported again for this device. If additional information is received, the complaint file will be reopened for further investigation.